Event description:
Trial of opening and closing forceps prior to usage, forceps did not completely close even though completely closed handle. Previously had forceps get stuck in biopsy channel, so did not want to use.